Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was impacted, however the exact value was not provided. The customer did not have alternate insulin therapy available at the time of the issue.

Manufacturer narrative:
.